Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, one resolute onyx drug-eluting stent was implanted in the lad. On the same day as the procedure, the patient had raised troponin. Cec adjudicated the event a non-q-wave target vessel myocardial infarction, medtronic extended historical peri-pci. Cec also adjudicated stent thrombosis a no event.

Manufacturer narrative:
Additional information: patient is a former smoker. Lot number of device provided. If information is provided in the future, a supplemental report will be issued.